Event description:
When the patient's bravo study was reviewed, there was an unusual drop then rise in the ph. The company rep was called. After review by the company rep, it was reported that the capusule appeared to have detached soon after deployment.